Event description:
It was reported that a pt's pump had a volume discrepancy. The reporter stated that the expected reservoir volume (eri) was 3 ml and the actual reservoir volume (ari) was 22 ml. The events logs were normal. The physician wanted to do a (B)(6) study and discussed performing a dye study. The pt had increased pain. Per the reporter, the pt had started physical therapy and had been doing a lot of exercises with bands. The following medications, concentrations and daily doses were administered via the pump: fentanyl (concentration 5000 mcg/daily dose of 3311.5), clonidine (concentration of 250 mcg/ml), and bupivacaine (marcaine) (concentration of 20 mg/ml). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).